Event description:
It was reported that the customer had an urgent care visit due to high blood glucose over 400mg/dl, and his blood glucose was treated with manual injections. It was stated that the tubing had been kinking up on him. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.